Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited dislodge, varying impedance, and no capture. Ipl revision scheduled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the lead is a right ventricular (rv) lead.